Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Resolved with call. Per additional information received, this work order is closed. Looks like the unit was not coming to them. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Warnings and cautions power cord has a hospital grade plug. Grounding reliability can only be achieved when connected to an equivalent receptacle marked ¿hospital use¿ or ¿hospital grade¿. Connections 1) use only medivance approved cables and accessories with the arctic sun® temperature management system control module. Connect the fluid delivery line, patient temp 1 cable, patient temp 2 cable (optional) and fill tube to the back of the control module. 2) plug the power cord into the wall outlet. Position arctic sun® temperature management system so that access to the power cord is not restricted. Medical electrical equipment needs special precautions regarding electromagnetic compatibility. Ensure that the arctic sun® temperature management system is installed and used according to the electromagnetic compatibility information provided. The following are guidance and manufacturer¿s declarations regarding electromagnetic compatibility for the arctic sun® temperature management system. The use of accessories or cables other than those specified or sold by medivance (shown below) is not recommended. Use of unapproved accessories or cables may result in increased emissions or in decreased immunity of the arctic sun® temperature management system. If the arctic sun® temperature management system is used directly adjacent to or stacked with other equipment, the user should periodically observe the arctic sun® temperature management system device to verify it operates normally in that environment. Portable and mobile rf communications equipment can affect medical electrical equipment. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The initial reporter's phone number that is provided is (B)(6). The complete initial reporter's facility name is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an intermittent stopping while mid treatment and temperature discrepancy in an arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter's phone number that is provided is (B)(6). The complete initial reporter's facility name is royal berkshire hospital ICU technicians intensive care unit. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an intermittent stopping while mid treatment and temperature discrepancy in an arctic sun device.